Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s3-system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the pump for the sorin s3 console stopped and showed an error code on the pressure displays during a procedure. There was no report of patient injury. A sorin group field service representative was dispatched to the facility to investigate but could not reproduce the error message or a pump stoppage. The dual pressure modules, temperature module, bubble module and displays were tested extensively without any errors. The pressure sensor modules and pressure display module were reseated and all of the tests were performed again and the issue was not duplicated. The representative performed functional verification tests without issue and released the s3 console to the customer. As a root cause could not be determined, no corrective actions were identified. A review of the DHR was unable to identify any deviations or non-conformities relevant to the issue.

Event description:
Sorin group (B)(4) received a report that the pump for the sorin s3 console stopped and showed an error code on the pressure displays during a procedure. There was no report of patient injury.